Event description:
(B)(4).

Manufacturer narrative:
The astral device was returned to the resmed for an extensive engineering investigation. Review of the device logs confirmed the reported system fault error messages (sf 185 and 218). The investigation determined that the reported event was due to a faulty expiratory flow sensor. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
The device was evaluated by resmed tech svc. Review of the downloaded device log showed that error messages sf185 and sf218 were triggered. The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. Resmed (B)(4).